Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh and ams monarc subfascial hammock were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent transvaginal tape mid-urethral sling, and cysyourethroscopy with suprapubic tube insertion due to mixed urinary incontinence and anticipated urinary retention urethral hypermobility. No additional information was provided.

Manufacturer narrative:
It was reported the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes were having low draw, no report of medical interventions or serious injury